Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 instrument, and identified the failure mode as a defective waste valve and modular chemistry probe. The fse replaced the waste valve and probe to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneously low patient results for bunm (modular blood urea nitrogen) and for crem (modular creatinine) on their unicel® dxc 800 instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.